Event description:
Nurse attempted to remove jp drain. Removed easily to a certain point and resistance was met. Nurse went and got charge nurse. They pulled on drain and it popped and broke off. Dr. Notified. Arrangements made for or next morning to surgically remove. Pt aware of situation.